Manufacturer narrative:
Thermogard xp ivtm system (sn (B)(4)) was serviced at the customer site. The customer reported complaint was confirmed during initial functional testing. The damaged drain valve was replaced to remedy the fault. After damaged part replacement, the unit has passed all the final functional testing and is working according to specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4).

Event description:
As reported, thermogard xp ivtm system sn (B)(4) has a leaking coldwell valve. No additional information was provided. No known patient impact or consequence was reported.